Event description:
It was reported difficulty was encountered during removal of this encrusted stent three months post placement. The encrusted stent fragmented upon removal. Some of the fragments were removed, however, the remaining fragments were left in the pt. A percutaneous drainage catheter was placed. To date, no further details are available regarding the circumstances surrounding this event. The device has not been received by this MFR. Therefore, no failure analysis was available. Follow up indicated the pt returned for stent removal three months post stent placement and difficulties were encountered upon removal due to encrustation of the stent with calculi. The co believes the pt's condition contributed to this event. However, without further details and without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if resistance is encountered during advancement or withdrawal of the stent, stop. Do not continue without first determining the cause of resistance and taking remedial action."